Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failures were confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunctions is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a scope communication error (error e216) and was pure black and pixilated. The issue was found during a diagnostic endoscopy procedure that was completed with the same device. There were no reports of patient harm.